Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reports that the 'up/down' arrow buttons on the pump must be pressed several times and very hard before the pump responds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: during a visual inspection of the pump, no damage was observed to the keypad cover. During testing, all keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts.